Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. [(B)(4)].

Event description:
The following information was obtained from supplement to march 2019 american journal of obstetrics & gynecology, titled "revising the midurethral sling in the office setting." The patient experienced immediate and sustained postoperative voiding dysfunction (urinary retention) requiring intermittent self-catheterization. She was then brought into the office on postoperative day #10 for adjustment of the tensioning of the sling under the midurethral. Local anesthesia was thoughtfully injected info 3 main areas. Following completion of the procedure, the patient was able to immediately spontaneously void in the office, avoiding the need for further management of post-operative voiding dysfunction related to midurethral sling placement.